Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the side plate and cutter failed and needed replacement, but the repair was canceled. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device did not provide a proper mesh. The event occurred during kit inspection and there was no patient harm or delay in procedure. No adverse events were reported as a result of this malfunction.